Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to confirm excessive no delivery alarm and unable to perform any tests due to motor error alarm.

Event description:
Customer reported via phone call that the insulin pump had no delivery alarm. The customer¿s blood glucose level was 280 mg/dl at the time of incident. Troubleshooting was performed. The insulin pump will be returned for analysis.